Event description:
Event: conversion to standard surgical repair. Event narrative: patient with narrow iliac artery. Upon advancing the sheath, the physician felt significant resistance, and felt the artery clamping down on the sheath. As a result, the sheath tore and separated. The physician elected to convert the patient to standard surgical repair rather than going bareback.